Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/jul/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, missing piece of shell assessed as inconclusive was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient later reported capsular contracture baker grade ii. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d4, d6a. D6b, h4, h.6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, right side intracapsular rupture. Diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed